Manufacturer narrative:
Eval summary: due to the impaction/extraction knob being slightly away from the longer spike, it is possible that off-axis impaction, resulting in a greater moment arm may have contributed to the device failure. With the available info, a cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification. As returned, the longer of the two spikes has fractured at its base. The device has a potential field age of approximately 8.5 years.

Event description:
It is reported that the spike arm fractured while impacting during surgery.